Event description:
The patient was admitted from an outside hospital in cardiogenic shock, status post (s/p) mi to the catherization laboratory. Stents were placed, iabp and tandem ventricular assist device (vad) placed. About 18 hrs after vad was placed the iabp abruptly alarmed and stopped. The patient was already on pressors and iabp (along with the vad). The rn observed "console won't run. The console was switched to back-up, multiple attempts to restart unsuccessful." There were expert clinicians at the bedside. The company was contacted for assistance to troubleshoot. The patient became less stable, requiring increased vasopressors. When the vad could not be restarted within 15 minutes by troubleshooting at the bedside, the patient was rebolused with heparin, the vad was clamped and device was decannulated and removed. Subsequently the patient remained on a ventilator, iabp, and pressor support. The patient was stabilized over several days, eventually weaning from support. The patient eventually was discharged to rehabilitation with no neurovascular sequelae 14 days later.after analysis of failed device by manufacturer (cardiac assist) any high flow readings seen in the cath lab on insertion will prompt immediate swap out of the vad device.